Event description:
This device (thrombuster ii) was used to aspirate thrombus in the lateral branch of rca, which extended at a steep angle. When the device was tried to retrieve from the patient, the distal tip of the device was sheared off and flowed through the vessel at the upper arm. The physician collected the separated distal tip by using a snare device and removed out of the patient. The physician used a new thrombuster ii with a different lot number to complete the procedure.

Manufacturer narrative:
The device concerned "thrombuster ii" has never been distributed in the us; however, a similar device, "xpress-way rx extraction catheter" is distributed in the us under 510 (k) #k101839. The structure of the aspiration lumen is different with each other. The actual device used was returned and investigated: the distal tip with the guide-wire lumen was sheared off and the aspiration lumen (the catheter shaft) where the distal tip was mounted was torn. The guide-wire port of this device was found twisted and deformed that got rolled up. The device history record (DHR) of thrombuster ii with lot no. Kp052153 in which the concerned individual device is included, was reviewed and no nonconformity or abnormality was found it its manufacturing process. The device met its material, assembling and device specifications. As a possible cause, we speculate as follows: it might be possible that the guide-wire (gw) formed a loop or a bend in the space between the proximal end of the guide-wire lumen of the device and the orifice of the guiding catheter (gc), while retrieving the device through the gc, so that the device was stuck in the gc. Such a situation may happen when thrombuster ii is retrieved into a gc too quickly and/or too strongly. An excessive force to tear off the distal tip from the catheter shaft was given by forcibly retrieving the device into the gc so that the distal tip was sheared off.